Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles and no delivery alarm. The blood glucose at the time of the incident was 100 mg/dl. The customer states they note multiple no delivery alarms and air bubbles in the reservoir. The customer states the pump was not rewound with the reservoir in place. The customer states the insulin was not stored at room temperature. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.